Event description:
It was reported that prior to an endovascular aortic aneurysm repair (evar), using a preclose technique, the prostar xl sutures were attempted to be deployed in the common femoral artery using an 10f sheath. Reportedly, during deployment of the needles, one needle did not enter the barrel and had punctured through the skin. The needle was retracted successfully using the needle backdown technique and the device was removed. Another prostar xl was attempted to be used and the needles were positioned 45 degrees from the previously deployed needles to prevent repuncturing the same site, however, the physician experienced the same results as the first device. A needle backdown technique was performed and the device was removed. After the evar procedure, a cut down was performed to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional prostar xl device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the handle and needles were in backdown position as returned. The suture bights were exposed at the suture tubes. There was a needle strike mark on the posterior medial side of the barrel face. This confirmed the reported experience, because the needles will not be present at the hub. During the investigation, the handle was deployed and all the needles presented at the hub. The evidence of needle strike marks on the barrel suggested that the needles might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degrees, or patient anatomical conditions such as obesity, calcification or scarring of the site used in deploying the device can deflect the needles. The needle deployment of every device is checked during the manufacturing process to ensure that the needles/sutures are in the correct orientation. The probable cause for the needle strike mark on the barrel face and for needle missing/not presented at the hub during needle deployment is related to the operational context in which the device was used. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.